Event description:
Near the end of an anterior cervical fusion, with the table in normal reverse orientation for improved image amplification coverage, as the dr was completing the bone graft, dr noticed the table moving in a unintended trendelenburg motion. Dr stopped the movement by holding the end of the table until the table could be properly repositioned by using the override control. The primary control (hand control) was on the floor at the time. Pt was restrained from falling from the table. The procedure continued without further incident. No report of injury to pt or staff.